Event description:
The initial reporter received questionable ise indirect gen.2 na results for patient samples tested on a cobas 8000 ise module (double). The reporter noted a change in the performance of the ion-selective electrode (ise) module, especially for sodium. The issue was observed in controls, ise checks and patient samples were also noted to have lower results for sodium. The reporter was able to provide two examples of questionable results. The initial results were not reported outside of the laboratory. The patient samples were rerun on a c 501. Patient 1 had an initial result at 5:03 of 132 mmol/l. The repeat result from the c 501 at 5:05 was 140 mmol/l. Patient 2 had an initial result at 5:15 of 130 mmol/l. The repeat result from the c 501 at 5:17 was 140 mmol/l. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) determined that the issue was due to worn-out syringe seals. The fse exchanged the worn-out seals of the ise, diluent and sipper syringe. He also cleaned the hydraulic system with internal standard heated through the probes of the ise solutions and through the suction sipper, including pinch tube and electrodes. He checked the functioning and integrity of the valves and connectors of the ise module. He cleaned the syringes and replaced the seals. He performed multiple ise checks with acceptable results. Calibration and qc were performed with acceptable results. Routine operation of the module was monitored and no issues were noted. The initial and repeat chloride and potassium results were requested but not provided. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The cause of the event could not be determined.